Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2021 at time 19:13:07.000 due to moisture damaged to the pcb1 board and pcb2 board. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: missing reservoir tube o-ring, broken reservoir tube lip, broken belt clip rails, serial number label stained, serial number label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Low battery alert was not confirmed during testing or in power graph. Moisture damage found electronic assembly, motor home switch, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.